Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noisy signals that led to inappropriate detected of atrial tachycardia and atrial fibrillation (af). The atrial impedances and thresholds have been stable. It was noted that additional interventional was required. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.